Manufacturer narrative:
(B)(4). The device was evaluated by baxter. During testing the device experienced a downstream occlusion alarm. Add'l testing was performed with passing results. The device has been calibrated to ensure proper detection.

Event description:
During baxter's testing the spectrum pump displayed a constant downstream occlusion alarm. There was no patient involvement. No further info is available.